Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child is not responding to sound. The child's device will possibly be explanted.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. Furthermore, damage to the active electrode caused by device minute mobility was observed during investigation. In situ measurements confirm that this damage must have been present prior to device removal; however the number of affected channels would not have led to a non-benefit condition. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient was no longer responding to sound. The recipient was re-implanted, the device was found completely shattered at explantation.